Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slit ting/splitting showed a spiral slit. The mechanical operation of the catheter was analyzed, and the mechanical operation of the catheter shaft was bent. Analyst commented, no slitter was returned, therefore, condition of slitter is unknown. Catheter returned separated at 29 centimeters, stress cracks visible at separation site. Evidence of spiral slitting is visible. Shaft is kinked at .1centimeters (from handle). Damaged at procedure.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)..

Event description:
It was reported that during the implant procedure, after having positioned a lead, during the cutting and/or slitting of the lead, the delivery catheter broke and the distal portion remained around the lead. The operator cut the the remaining distal part of the delivery catheter and the product was removed. No patient complications have been reported as a result of this event.